Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead was experiencing low and out of range pacing impedance. No intervention has been performed. There were no patient consequences.

Event description:
New information received notes that the left ventricular (lv) lead was failed to capture and experiencing recurrence low and out of range pacing impedance. The lv lead was explanted and replaced with alternate lv lead. The patient's condition was stable.